Event description:
The (B)(6) reported to sales rep a case of broken periprosthetic dall miles plate for a patient who was operated in (B)(6) 2012. The patient told the incident had occurred when he went on a downward slope. His broken plate will be explanted most likely (B)(6).

Event description:
The chief orthopaedic clinic emergency hospital central militar reported to sales rep a case of broken periprosthetic dall miles plate for a patient who was operated in (B)(6) 2012. The patient told the incident had occured when he went on a downward slope. His broken plate will be explanted most likely (B)(6).

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding crack/fracture involving a dall mile plate was reported. The event was confirmed. Device evaluation shows fracture occurred through the fourth fixation hole from one end of the plate. Dimensional inspection not performed because there is no indication of a dimensional issue. Functional inspection not performed because the clinical situation cannot be replicated. The material analysis report concluded that no material or manufacturing defects were observed on the device features evaluated.the compression plate fractured through one of the central fixation holes in fatigue. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined. However, there is no evidence that the event was manufacturing related.